Event description:
The device was used during a sigmoidectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to release the device. The hosp has reported the pt's condition is satisfactory.